Event description:
It was reported that during a procedure to treat the proximal right posterior lateral branch of the right coronary artery (rca), the xience v stent dislodged off of the balloon. Retrieval attempts with a snare device were unsuccessful. The stent was deployed in the promixal rca, an unintended site. The patient was reportedly doing fine and was discharged to home the next day. Subsequently, a user facility medwatch report was received stating "in attempting to treat plv1, tried to deploy a 2.5x08mm xience des. Stent became dislodged from delivery balloon. Stent snare were used but unsuccessfully. Stent was pulled back to prox rca and deployed in proximal rca." No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device remains in the patient. The stent delivery system was not returned. Stent dislodgement can be influenced by many factors including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The patient anatomical conditions were not reported with the case information; therefore, a conclusive cause for the reported stent dislodgement could not be determined. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A search of the complaint database indicated no related incidents from this lot. There is no indication of a product quality deficiency.